Manufacturer narrative:
Evaluation revealed the received long nail kit r1.5, ti, right gamma3® ø13x360mm x 125°to be the primary product. No further associated products were reported. Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. The received nail was completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue manner after an implantation period of approximately 1.5 years. Mechanical damage as well as scuffed off coating inside the proximal drill hole of the anterior web - had been caused by the contact with a deviated step drill. Such damage may cause additional notch effects. According to the appearance of the breakage surfaces of the posterior web at lateral it was suggested that the nail breakage had its origin in this area. Starting with an incipient crack the breakage progressed through the cross section and ended in a small residual fracture at medial. The breakage in the anterior web most likely started with delay and progressed in the same manner towards medial. Considering the orientation of lines of rest (running from lateral towards medial) the medial tips of the breakage surfaces were suggested being the residual fractures. Bearing points at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. A nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. In this case a non-union of the fracture had been diagnosed by the attending physician. Non-union presents an insufficient- or non-healing of bone, which is regarded being related to the patient¿s condition. Most likely the non-union had contributed to the nail breakage. The nail was not relieved by a sufficient bone healing. The aim of postoperative care must be to ensure the promotion of bone consolidation. Potential adverse effects are clearly pointed out in the labelling. From a technical point of view and based on the above, the nail breakage was not linked to a deficiency of the device, but was rather related to a fatigue fracture caused/ contributed most likely by the patient¿s condition (diagnosed non-union by the attending physician) after an implantation period of approx. 1.5 years. If other adverse effects (like obesity or poor bone quality) did also contribute to the implant breakage could not be determined due to missing information. As to missing medical records and x-rays, no medical statement was possible. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that the patient underwent the surgery with t2 recon nail. After surgery, the surgeon confirmed x-ray and he found that the fracture part was bone non-union and t2 nail was broken. Therefore, the patient underwent the revision surgery by g3 long nail. On (B)(6) 2015, the surgeon confirmed x-ray. And he found that the fracture part was bone non-union and g3 long nail was broken. Therefore, the patient underwent the revision surgery by t2 gtn. The customer requested the investigation of the broken g3 nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient underwent the surgery with t2 recon nail. After surgery, the surgeon confirmed x-ray and he found that the fracture part was bone non-union and t2 nail was broken. Therefore, the patient underwent the revision surgery by g3 long nail. On (B)(6) 2015, the surgeon confirmed x-ray. And he found that the fracture part was bone non-union and g3 long nail was broken. Therefore, the patient underwent the revision surgery by t2 gtn. The customer requested the investigation of the broken g3 nail.